Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the pt's implant site had been puffy since implant date. Pt rep. Told their hcp and their hcp said the puffiness was "normal and eventually would resolve." Pt rep. Said the puffiness had not gone down at all. Now, the last few days, pt rep said the pt had pain at the implant site and the controller displayed "settings not available" message when the pt rep. Adjusted therapy settings up(pt rep. Could adjust down). Pt rep. Had called the mdt rep. Tommy dryer and had left a voicemail for the mdt rep. Today. The patient was redirected to their healthcare provider to further address the issue. Pt's hcp was dr. M viktor r silver. The reason for call was pt reported their stimulator was "no good" and ps attempted to collect an event date from the pt but pt did not give an exact event date. Pt stated they notified medtronic representative about the issue via phone before june 7th and pt met with their representative on june 7th. Pt noted their controller kept locking up on them and couldn't provide the settings and when the representative increased their settings the representative noted that the pt should've been flopping like a fish but the pt couldn't feel the increase. Pt stated unfortunately they had to go through surgery again and it had something to do with the ins itself. Pt met their representative again this morning and their stimulator was no good. Patient reported they do not know cause. Patient stated controller was able to be reprogrammed. Patient to see doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2022 regarding expediting the process to fix the contacts / ins. Patient asked about warranty. Patient stated he was schedule for (B)(6) to fix the device but he was told he have to pay and he can't afford to pay. Patient stated mdt rep and his hcp is aware of the situation. Patient was recommended to consult with his hcp office for the next steps.